Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 400 mg/dl and customer¿s blood glucose at time of incident was 490 mg/dl. Customer¿s other blood glucose value was 310mg/dl. Customer had symptoms as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with pen. Auto mode feature was active at the time of incident. The customer did not alleged that insulin pump was under delivering insulin. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.